Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after closing the incision, the atrial lead exhibited a loss of sensing, and the lead was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.